Event description:
User facility mandatory medwatch received that stated: "a once liter vacuum bottle quit draining fluid after approx 300ml. Another bottle was needed to finish draining fluid. What was the intended procedure? Thoracentesis. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem device malfunction - that is, the device did not do what it was supposed to do." Upon further query, the following info was provided. The customer contact reported that medical intervention was required due to loss of vacuum. On (B)(6) 2011, an ultrasound-guided therapeutic thoracentesis was initiated on the pt to remove pleural fluid. The pt was accessed with 19 gauge thoracentesis needle. The female end of the thoracentesis needle was connected to male connector of "pressure tubing." The distal male connector of "pressure tubing" was connected to a 14 gauge needle, which was inserted into the stopper of empty glass evacuated container. The customer contact stated that "multiple bottles" were accessed and fluid did not flow. A syringe was used to verify placement and fluid return between the bottles that were attempted. Subsequently, the 14 gauge needle was removed and replaced with a "blue christmas tree connector," which was connected to wall suction tubing. The wall suction was set to "medium to high" range in mmhg. The 400ml of pleural fluid was removed from the pt. Following the procedure a routine chest x-ray was completed, which revealed a pneumothorax. It was reported that a chest tube was inserted into the pt. The customer contact stated that the pt expired on (B)(6) 2011. It was reported that the pt's death was not related to the event. The customer contact stated that the pt was very ill and "had a lot wrong with her." No autopsy was performed. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).